Event description:
The report received from the affiliate indicated that after a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (rsfa) target lesion, the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. The day after the pta procedure/exoseal deployment, the patient complained of coldness on his leg. Ultrasound was conducted and absence of distal blood flow from the left popliteal artery was confirmed. Angiography and ivus were conducted, and stenosis was confirmed at the distal portion of the left superficial femoral artery. The exoseal plug was confirmed to be caught at the stenosis and inhibit the blood flow. Therefore, a stent (zilver 6.0x60mm) was implanted over the plug at the superficial femoral artery. It was not known how many times the physician had used the device previously. There was no visible damage to the exoseal vcd upon inspection. There was no reported resistance/friction reported during advancement of the vcd through the sheath. Films have been requested.

Manufacturer narrative:
Concomitant products: sheaths: brite tip sheath 6f 11cm; guiding sheath parent 6f 55cm, and zilver 6.0x60m stent. The approach for the procedure was the left common femoral artery-contralateral/retrograde. Calcification was noted at the access site but there was no stenosis. The rsfa target lesion was a chronic total occlusion (cto). The pta took four hours to perform. A 6 fr. 55 cm. Non-cordis guiding sheath was used for the procedure. After the procedure, the guiding sheath was exchanged for a cordis sheath introducer (brite tip/bt sheath 6f 11cm). There was no reported problem with the bt sheath. The exoseal was inserted into the sheath at the angle of 30 to 45 degrees. The sheath introducer was retracted, and the hub of the sheath introducer was compressed to the sheath adaptor. Then, the physician confirmed that the sheath adapter was connected to the hub of sheath introducer. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted, but the indicator window was changed to a black-black pattern before the pulsatile flow disappeared from the bleed back indicator. Therefore, the physician pressed the plug deployment button, and the plug was deployed. However, the hemorrhage was confirmed at the wound site, then, the physician applied manual pressure for 15min. To achieve the hemostasis. The product is not available for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15582045 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that after a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (rsfa) target lesion, the physician used a 6 fr. Exoseal vascular closure device (vcd) to achieve hemostasis. The day after the pta procedure/exoseal deployment, the patient complained of coldness on his leg. Ultrasound was conducted and absence of distal blood flow from the left popliteal artery was confirmed. Angiography and ivus were conducted, and stenosis was confirmed at the distal portion of the left superficial femoral artery. The exoseal plug was confirmed to be caught at the stenosis and inhibiting the blood flow. Therefore, a stent (zilver 6.0x60mm) was implanted over the plug at the superficial femoral artery. It was not known how many times the physician had used the device previously. There was no visible damage to the exoseal vcd upon inspection. There was no reported resistance/friction reported during advancement of the vcd through the sheath. The approach for the procedure was the left common femoral artery. Contralateral and retrograde approach was used. Calcification was noted at the access site but there was no stenosis. The rsfa target lesion was a chronic total occlusion (cto). The pta took four hours to perform. A 6 fr. 55 cm. Non-cordis guiding sheath was used for the procedure. After the procedure, the guiding sheath was exchanged for a cordis sheath introducer (brite tip/bt sheath 6f 11cm). There was no reported problem with the bt sheath. The exoseal was inserted into the sheath at the angle of 30 to 45 degrees. The sheath introducer was retracted, and the hub of the sheath introducer was compressed to the sheath adaptor. Then, the physician confirmed that the sheath adapter was connected to the hub of sheath introducer. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted, but the indicator window was changed to a black-black pattern before the pulsatile flow disappeared from the bleed back indicator. Therefore, the physician pressed the plug deployment button, and the plug was deployed. However, the hemorrhage was confirmed at the wound site, then, the physician applied manual pressure for 15min. To achieve the hemostasis. Films were requested but were not provided to verify artery suitability. The arteriotomy was near an area of calcified plaque. It was unknown if the vessel diameter was >/= to 5mm in diameter. The patient was reported to be in satisfactory condition. The product is not available for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15582045 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Peripheral artery occlusion and lower extremity arterial emboli are listed as serious potential risks associated with femoral artery closure procedures. The IFU procedural steps 6 and 7 indicate: 6. Observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. 7. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. The plug deployment button was depressed even though pulsatile flow had not significantly slowed or stopped from the bleed-back indicator. Based on the information available for review, there are possible procedural factors that may have contributed to the reported intravascular plug deployment and subsequent occlusion of femoral artery blood flow. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without films available for review, no determination of possible contributing factors could be made, however there are vessel characteristics (calcification) that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.